Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/28/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon-¿(numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress)" and rupture.

Event description:
Patient reported " raynaud's phenomenon-¿(numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress)", not device related. This is the left side record. Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on june 15, 2022, with lot number 1635711. Analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on radius assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as a surgical impact opening.

Event description:
Patient reported " raynaud's phenomenon-¿(numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress)", not device related. This is the left side record. Healthcare professional reported left side rupture. Device has been explanted and replaced.